Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that customer experienced hyperglycemia. Customer also mentioned passing out 3 or 4 weeks ago with blood glucose 480 mg/dl to 490 mg/dl reading corrected with manual injection. Customer went to hospital and had stitches on his head due to the event. Customer refused to provide hospitalization details. The insulin pump will not returned for analysis.